Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had rejected battery more than once, crack in reservoir area, insulin pump turned off by itself, screen would not come up, customer kept changing out batteries, motor fail popped up and no delivery alarms complications. Customer's blood glucose value unknown. Customer declined troubleshooting. The device will not be returned for analysis.